Event description:
It was reported that bd connecta plus3 white pegs component damaged and leaked. I am enclosing a materiovigilance declaration concerning dm: 3-way valve reference: connecta 394601(394600) lot : non precise please use the reference of the declaration number (n°8813) for all future correspondence concerning this case. Description of I*incident / malfunction(s): valve crack proximal to central line during disconnection of infusion line (a0404): infusion leakage through valve and backflow onto line (a0504) consequence(s) of incident : no adverse effect reported (f27) - risk of infection - risk of catheter blockage - risk of reduced patient supply please keep us informed of the outcome of any investigations into this problem. The device is at your disposal for expert appraisal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Na.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of component damage was confirmed upon inspection of the samples. Analysis of the sample showed that the c port of the housing component is broken/cracked. Bd determined that the cause of the failure was when the product has been used together with lubrication solution or infusion with high ph value. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.